Manufacturer narrative:
The pump user guide states: your pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer's blood glucose level was between 200-300mg/dl. Review of the pump data logs verified that the customer did not interact with the pump within 12 hours of the alarm. Multiple attempts were made by tandem technical support to relay this information; however, the customer did not respond.